Manufacturer narrative:
A field service engineer (fse) investigated image quality complaint, reviewed stored images, and confirmed the complaint. Fse initially was able to recalibrate the flat panel detector to correct the image quality and while completing the service checklist, noticed that there was a sound tone from the generator intermittently when doing digital spot (like it was hitting backup time). Fse ordered a replacement atp console pcb (pn a3024-92) that the biomed wanted to replace himself. The biomed replaced the atp console board but the generator would not function correctly with new board and the gain calibration would fail. A second fse was sent on site to correct this and discovered the in house biomed had not checked all the jumpers on the atp console board as jumper jp-2 was set to "line" when it should be "cam" which caused the high 10r dose reading. Once the fse put the jumper in the correct position the dose was back to normal(below 10r/min), and the gain calibration was successful. It was also the fse's understanding that there were no cases performed on the table between the time the in house biomed replaced the atp console board and when the second fse arrived and corrected for the high r dose. The fse performed a successful detector calibration and checked for proper operation per checklist qssrwi4.3. Unit passed checkout procedures and was returned to the customer for service.

Event description:
Customer reports via phone the fluoro images were light, but diagnostic. During this repair the field service engineer (fse) determined a possible atp console board issue. The fse ordered the part but to save time, the in house biomed offered to replace the atp console board if one were shipped to him. When the board was replaced, the generator would not function correctly and the gain calibration would fail. So a fse came back and discovered the system was at 10r. After the biomed changed out the atp board, the system image quality was worse than what the customer complained about and now the generator was not functioning correctly. Our understanding is there were no cases performed on the table between the time the in house biomed replaced the atp console board and when the second fse arrived and found this 10 r event.